Event description:
It was reported that the patient implanted with this right atrial (ra) lead developed an infection. It was indicated that the patient has been battling the infection since the device was implanted and was heading to the hospital to receive her last dose of antibiotics. The patient described the infected area as being very sore and enlarged. The patient is scheduled for a follow-up appointment with her physician in the next couple of days. This device currently remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.